Event description:
It was reported that the gamma3 nail broke after being implanted for 1 year.

Manufacturer narrative:
Additional information has been requested and if received will be submitted on a supplemental report.